Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubies were not detected on bus. The customer reported that they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that one row of cubies was not detected on the bus. A field service engineer (fse) reseated the row board cables to resolve the issue. The system functioned as intended after the field service engineer repaired the device.